Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Hospitalization report by diabetes educator. The customer was hospitalized due to diabetes ketoacidosis. The current blood glucose reading is 343 mg/dl. Treated with manual injection. The blood glucose reading at the time of the event was 418 mg/dl. Customer was vomiting. Hospital treated with insulin drip. Customer was admitted to ICU. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corners noted during visual inspection.